Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was clicking. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 was clicking. A field service engineer (fse) reseated the latch connectors for all latches. After completing the adjustments, the fse verified proper operation through the application, confirming that all functions were working as expected. The system functioned as intended after the field service engineer repaired the device.